Event description:
It was reported by medwatch the patient called reporting a home 5-fluorouracil (5-fu) pump was leaking. Returned to unit. Pump clamped (pump appeared full), port flushed, leaking from cap closest to the patient. Cap changed to that site and flushed showing leaking. Port de-accessed and re-assessed with new supplies. No leaks noted on new needle set. Pump hooked back up to patient. No leaks noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.